Event description:
It was reported by service report that the brakes will not engage or disengage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: return spring.